Manufacturer narrative:
Concomitant products: 419488 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) did not deliver therapy for a ventricular tachycardia (vt) episode and lost consciousness. The patient was taken to the hospital to be stabilized. A device check was done but the readings from when the episode had occurred were unavailable. The crt-d was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.